Event description:
It was reported that an ilet user experienced an extended low glucose event to 55 mg/dl for about one hour after a meal announcement and later a high to 290 mg/dl, while using a teflon 23" infusion set; the user treated the low with a cookie followed by two glucose tablets and expressed concern that the system was not countering highs, though the report showed algorithm-delivered correction dosing when glucose exceeded 180 mg/dl. Symptoms included hypoglycemia with mood changes described as cranky and frustrated. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of device data and algorithm reports, user interview, and troubleshooting and education regarding low treatment and potential overtreatment. Investigation of this case revealed no device malfunction, no infusion set component issue identified, and that user carbohydrate treatment likely contributed to rebound hyperglycemia; overall glucose management remained generally within target range over 30 days. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user factors related to treatment of hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.